Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Concomitant products: mentor smooth round high profile 210cc saline prosthesis, catalog # 3503210, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round high profile 210cc saline prosthesis and experienced left sided deflation post procedure. As a result, an explant and replacement with allergan implants is planned for (B)(6) 2019.

Manufacturer narrative:
Additional information was received on 7/12/2019. When the devices were explanted, bilateral prosthesis replacement with 190cc mentor memorygel breast implants was performed with mastopexy and liposuction. The investigation of the returned device was completed by the failure analysis lab on 8/5/2019. Device evaluation summary: according to the information provided, the patient experienced a deflation of the implant. During evaluation of the device a crease was observed on the posterior aspect. Leak testing revealed a tear within the crease measuring approximately 0.3 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).